Event description:
A pt wearing the pavlik harness came for a routine check. When removing the harness, it was noted that a string from the front velcro strap had caught on their calf and had allegedly caused a laceration. The wound required steristrips and a course of antibiotics.